Event description:
The customer reported the generation of false erratic ise (ion selective electrolyte) results which includes sodium (na), chloride (cl), potassium (k), calcium (calc), and carbon dioxide (co2) with low anion gaps, for eleven (11) patients, on the dxc 800 pro clinical chemistry analyzer. The customer repeated the samples on another analyzer and obtained results considered correct by the customer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro chemistry analyzer and identified the failure mode as multiple hardware. The fse replaced the multiple hardware including parts from the preventative maintenance kit and the peri pump to resolve the issue. Due to multiple hardware replaced, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).